Event description:
Information received indicates the hi/low function of the bed is drifting down.

Manufacturer narrative:
The hill-rom technician degreased the hi/low drive brake assembly to repair the bed.